Event description:
It was reported that patient had no stimulation with the lead on left side which was the lead that patient was to be trailing first. Patient turned the stimulator up to 10 volt and still had not felt anything. Then patient switched to the right side around 4 to 6 volts, patient was able to feel "tingling feeling", but then it just stopped. Patient turned it up all the way to 10 volt, but did not felt anything. Patient had tried turning off the stimulation and turning it back on. Then patient was able to feel stimulation on right side at 5 volt. It was slight sensation but he could feel it. The symptoms occurred following an implant of trail leads. There had been difficult times with lead placements. They had to "use 4 different needles" and procedure took 3 hours. Patient was having symptoms at perineum. On the date of this report, it was noted that patient had "gone a total of 20 times." Patient had the device at 6 volt during the morning, and he felt a little jolt. Then he increased the device to 8 volt and felt more stimulation, but it faded away as the voltage increased to 10 volt. It was later reported that patient did receive some benefit from the therapy. The leads had been all removed after the trial. There weren't any malfunctions. No diagnostic test was performed. The wires were plugged into the box properly and all settings were verified as correct.

Manufacturer narrative:
(B)(4).